Manufacturer narrative:
The accounts maintenance could not adjust the casters any further. He replaced the casters to repair the stretcher.

Event description:
The accounts maintenance stated the brakes will set and lock the wheels from rolling, but the casters continue to swivel.